Manufacturer narrative:
The medical center discarded the impella pump product at the time of explant. No investigation to root cause is possible upon the bench top. Further clinical details have not been forthcoming. No determination of root cause is made. The failure mode will be monitored and trended. Should new information be shared, that leads to cause, a final report will be filed.

Event description:
The medical center had placed an impella 5.5 via the axillary insertion site after escalating care from an impella cp placed via the femoral artery. The patient had suffered a large myocardial infarction and was in need of hemodynamic support. The patient had extensive blood loss from the axillary site. The team consulted with vascular surgery and gave 8 units of red blood cells and 2 units of ffp. The blood loss did not prompt pump explant. The pump remained on for another 6 days until weaned and explanted.